Manufacturer narrative:
Additional details were received three years after the initial observations were reported that this system was still exhibiting out of range shocking impedance measurements. The caller stated they would continue to monitor the patient. A boston scientific technical services consultant discussed the clinical observations with the caller and what testing could be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was exhibiting increasing shock impedance measurements which were now greater than 125 ohms. This patient was having an elective device changeout and the caller was inquiring about testing to ensure the integrity of the system. A boston scientific sales representative confirmed successful defibrillation threshold testing (dft) with no undersensing at 21j and the shock impedance was 115 ohms. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A low energy shock test was performed with a 50 ohm load rv coil to ra coil and a 56 ohm shocking impedance was measured. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
Additional information was received stating that this patient was being followed by another clinic; however, that clinic would not perform a replacement procedure to this patient transferred to another clinic. The patient was brought in for system evaluation due to the chronic low pacing impedance and low sensing measurements, high shocking impedance measurements and elevated thresholds. Additionally, the device had recorded a code 1003 indicative of battery voltage too low for projected remaining longevity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A revision procedure was performed and the device and associated right ventricular (rv) lead were removed from service and replaced. The device is expected to be returned for testing.